Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had redness and swelling around the incision site; this is an indication of infection. There were no additional adverse patient effects reported. The ICD remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had redness and swelling around the incision site. There were no additional adverse patient effects reported. The ICD remains in service.